Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the manufacturer. Although requested, the set has not been rec'd. A f/u report with failure investigation results will be submitted should the set be rec'd for evaluation.

Event description:
Customer reported tubing separated above the pump segment while "infusing IV fluids (maybe d5 1/2). The nurse was in the room and heard a snap." There was no patient harm or medical intervention. Although requested, no add'l patient or event details provided.